Manufacturer narrative:
(B)(4).

Event description:
It was reported that a, 840 ventilator had a graphic user interface (gui) display that was inoperable. There was no patient involvement at the time of the event.